Event description:
Caller reported that a malfunction occurred on the pump, identified by malf 12 code. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.